Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the reported glidescope video baton 2.0 large used during the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and confirmed the reported image issue. When connecting the reported video baton to known, good, test verathon equipment, the image displayed lines. Furthermore, when pressure was applied to the video baton, the image became dark. The customer's video baton failed verathon's device functionality testing. Upon completion of the evaluation, the video baton was scrapped as the device was already replaced prior to its return to verathon for evaluation and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the hdmi connection between the video baton and the glidescope core smart cable was loose causing glitchy and intermittent loss of image. No delay in the procedure, use of a backup device, or harm to the patient was reported.